Manufacturer narrative:
Lancing devices are not 510(k) cleared devices, so there is no 510(k) number. Lancing devices are also not serialized or assigned lot numbers, so it 's not possible to determine the manufacture date.

Event description:
The advocate called for help with the customer's microlet2 lancing device. She stated she was having a hard time removing the used lancet from the device and the lancet grazed her. Customer service attempted to help the advocate during the call, but she was still unable to remove the lancet. No other information was provided. The lancing device is to be returned for evaluation. A new microlet2 was sent to the customer.